Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (cannot baseline patient) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to a shorting wire in the ECG "c" cable. The root cause for the shorted cable has not been positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.